Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(4). Batch: 7080281.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. Initially, the plan was to reposition the patients leads, however the physician was not able to advance the leads to the desired position. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.